Event description:
It was reported that balloon rupture occurred. The target lesion was in a vein shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation and was simply removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was in a vein shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation and was simply removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximally of the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No issues were identified during the product analysis.